Event description:
It was reported that during the procedure the resistance was encountered during advancement of the subject stent within the microcatheter. When the subject stent was sent to the proximal end of the microcatheter, it prematurely deployed at the connection between the proximal end of the microcatheter and the hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date: updated. D4 gtin: updated. D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. H4 manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received in a deployed condition, along with a microcatheter. The subject stent delivery wire (sdw) and the introducer sheath were returned. The subject stent was noted to be intact. The sdw was kinked/bent at the distal end. The introducer sheath was noted to be intact. The functional inspection was unable to perform as the subject stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported "during one intracranial aneurysm procedure, the physician planned to use a microcatheter to deliver the subject stent. After delivering the microcatheter into position, the physician began to deliver the subject stent. During the delivery process, when the subject stent was sent to the proximal end of the microcatheter, it prematurely deployed at the connection between the proximal end of the microcatheter and the hub, making it impossible to continue advancing. The physician withdrew this microcatheter and subject stent system together, replaced them with a new microcatheter and stent system, and successfully deployed the stent to complete the procedure. After the procedure, the physician pulled the stent out of the microcatheter on the operating table." The subject stent was received in deployed conditions, along with a microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned. The subject stent was noted to be intact. The sdw was kinked/bent at the distal end. The introducer sheath was noted to be intact. Based on the information received and the device analysis, it is likely that difficulties advancing the subject stent through the microcatheter led to its premature deployment. The event was likely influenced by procedural factors. The reported 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' as well as the as analyzed 'stent deployed prematurely during use' and 'sdw kinked/bent' will be assigned a probable assignable cause of procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure the resistance was encountered during advancement of the subject stent within the microcatheter. When the subject stent was sent to the proximal end of the microcatheter, it prematurely deployed at the connection between the proximal end of the microcatheter and the hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.